Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that the patient lead was explanted and replaced on (B)(6) 2021. The physician noted that the lead was fractured. Effective therapy was established post-op.

Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy due to autoreducing. Diagnostics revealed all contacts have high impedance. X-ray imaging discovered a potential lead fracture or migration. In turn, surgical intervention may take place at a later date to address the issue.